Event description:
Caller reported patient experienced low blood glucose (37mg/dl) resulting in a seizure. Caller indicated that ems was contacted and administered glucagon and gave patient something to eat. Caller reported that device indicated delivering 28 units of insulin since midnight. Caller stated that patient should only have received 15 units since midnight, caller indicated that patient switched to back up device.